Manufacturer narrative:
Per customer, qc was within specifications before and after the event. System check performed in 2007, passed. The specimen was collected in a greiner, lithium heparin separator tube and centrifuged at 3,600g for 6 minutes. A) per customer, the sample was a short draw. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse performed a preventive maintenance (pm) to the instrument and no issues were reported. Pre-analytical sample handling and weekly maintenance procedures were discussed with the customer. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 1.77ng/ml was obtained. The original sample was re-tested for accu tni and the repeated result was 0.01ng/ml. No additional information regarding this event was provided. There was no report of patient injury requiring medical intervention or change to patient treatment received as a result of this event.